Event description:
The manufacturer's representative reported that following a catheter dye study, the patient experienced excessive drowsiness, was unresponsive and subsequent cardiac arrest. The pt was being managed by a new hcp and was undergoing tests to determine system function and for drug concentration adjustments. The hcp reported that he was unable to aspirate the catheter. The hcp flushed the contrast through and noted "good spread" into the cerebrospinal fluid. The patient received an estimated dose of double her daily dose during the study. The concentration was changed from 25 mg/ml to 10 mg/ml due to need for improved pain control. The catheter tip was reported to be a t9. The patient was receiving morphine 2.5 mg/day. Bridge bolus was not performed, nor was a priming bolus following dye study. It is unclear if the patient was discharged to home following the dye study, but overnight, patient became excessively drowsy, unresponsive and had a cigrette burn on eyelid. Patient went into cardiac arrest. Enzymes in blood confirmed either heart attack, seizure, aspiration or all the above. Patient has been in intensive care unit for a couple of days and is now responsive.